Event description:
Residual water remains on the lens of imagina scopes. Camera does not refocus and image remains blurry when moving closer and further away from an object. Purple ring shows up on screen which looks to be reflection or lens flare. There was no report of patient harm. The time of event is during use.

Manufacturer narrative:
Serial number unknown. So, we don't know UDI either. This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: g6: follow up #3 h2:if follow-up, what type? H6: coding changed based on the investigation result. Evaluation summary: the blurred image was improved by changing the shutter speed setting of the processor from standard mode to balanced mode. Also, regarding the problem of water getting on the lens, we asked the user not to use the simethicone that was in the water bottle, and the problem was solved. The purple image is a phenomenon that occurs only when strong light is incident, is not a product failure, and has not been reported as a complaint from the user.

Manufacturer narrative:
Correction information. G4:. Premarket identification PMA/510(k). G6: follow up #2. H2:if follow-up, what type?

Manufacturer narrative:
Evaluation summary: the cause of this event is unknown at this time, but patients will not use it if the pre-use test is abnormal. Also, even if it occurs during the procedure, it is not related to safety because it can be safely removed by unlocking the angle lock according to IFU and slowly pulling it out. From the results of the trend analysis, no abnormal increase in the number of cases was observed, and it was judged that escalation to CAPA was unnecessary at this time.